Manufacturer narrative:
(B)(4). Results of investigation: this unit was filed serviced by a carefusion authorized service technician. The service technician replaced the flow valve to correct the reported issue and returned the defective flow valve to carefusion for failure analysis. Failure analysis: carefusion was unable to duplicate the customer's reported issue during testing and evaluation, however, the flow valve failed for not being able to perform a calibration test, bench testing, and the flow valve assembly test procedure. Visual inspection revealed the flow valve stepper's motor drive band was broken. Carefusion scrapped the flow valve after failure analysis.

Event description:
It was reported to carefusion that the ventilator was delivering a higher amount of tidal volume than expected. The ventilator was on a patient at the time of the event, however, there was no harm associated with this complaint.